Manufacturer narrative:
Additional information indicates the ipg did not cause or contribute to the issue. This device is no longer considered reportable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patients system may be explanted for an unknown reason.